Event description:
Covidien received information stating that while in use on a patient the display on an 840 ventilator went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse installed a new backlight inverter and display per the field action. The cse performed all required verifications and tests. The ventilator passed all testing and performed according to manufacturing specifications. The reported issue is a known failure. Three scenarios may occur when the graphical user interface (gui) does not function as intended. (1) the upper screen becomes blank; (2) the lower screen becomes blank; (3) the upper and lower screens become blank. Covidien failure investigation has determined that the root cause for the three scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).

Manufacturer narrative:
The evaluation of the device is pending. (B)(4).